Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 24.1 mmol/l (434 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient was participating in jury duty and stated he hadn't eaten anything all day. When he woke up, the patient's bg levels were at 9.5 mmol/l (178 mg/dl). At 1:27 pm (when the pod was removed), the patient's bg levels had increased to 24.1 mmol/l. Upon removing the pod, it was noted that the cannula appeared bent. To treat the elevated bg levels, the patient gave himself an insulin injection and applied a new pod.